Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance and the helix was unable to extend. The lead was removed. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After applying torque directly to the connector pin, the helix was able to extend and retract. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and over torque of the inner coil. Lead impedance test could not be performed due to stylet stuck inside the lead. X-ray examination found that only some of the inner coil filars were broken at the connector region which is consistent with procedural damage. Electrical testing the did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.